Manufacturer narrative:
Additional information received; it was confirmed that the dislodged endoanchor is still in the renal artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor system was used for the endovascular treatment of a patient. It was reported during the index procedure that the cassette was missing three endoanchors. It was also reported that one endoanchor dislodged during the procedure and tracked into the patient's left renal artery. As per the physician the cause of the event was related to patient anatomy. The physician reported that the patient had a very short aortic neck with a large angle. No additional clinical sequalae was reported and the patient is fine.